Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hiatal hernia procedure, the surgeon uses pledgets during his technique and cracked the needle when trying to puncture the pledget to connect it to the suture strand. New handpiece was opened to complete the case. There was no patient injury.